Event description:
Electrode pads were placed on pt. AED kept saying "check pads" during the rescue. Ems arrived and detected 8 shockable rhythms on their AED. The pt did not survive.

Manufacturer narrative:
Device has been sent in for eval. A follow-up report will be submitted.